Event description:
On (B)(6) 2014, the patient had a t2 ph long nail implanted. After 2 month, the patient complained of pain in there shoulder. The surgeon confirmed x-ray that the end cap is loosening. The surgeon is monitoring for the patient for now.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.